Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative who reported that the pump's motor was stalled on (B)(6) 2021 and it was replaced today ((B)(6) 2021). The patient's weight was unknown. The explanted pump will be returned for analysis.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication; stall due to shaft bearing; miscellaneous failed lab dispense test; above spec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (consumer, manufacturer representative (rep), healthcare provider) regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 864.7 mcg/day) via an implantable pump for intractable spasticity and spinal pain. It was reported that the pump had a critical alarm for motor stall. It was noted the patient had a recent MRI but that stall recovered as expected. The pump stalled yesterday ((B)(6) 2021) with no recovery and no known MRI/emi/magnetic exposure. The patient been admitted to the intensive care unit (ICU) and they were trying to coordinate a pump replacement for tomorrow. The issue was not resolved through troubleshooting. Additional information was received from a consumer on 2021-oct-12 and it was reported that the pump failed or stalled on ¿probably friday morning¿, and had since been restarting/starting sporadically. It was noted the rep was present with the patient on friday evening, (B)(6) 2021. The patient was told by the nurse that the pump issue was "part of a bigger problem", they just want to make sure the manufacturer was made aware, and the patient was waiting for surgery to schedule a pump replacement and it was taking "forever" for them to schedule the replacement surgery. It was further reported the patient had been experiencing withdrawal and overdose symptoms.